Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2024 and (B)(6) 2024. Section e1: initial reporter: middle name and email address: unknown/not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pre-loaded toric intraocular lens (iol) was explanted from the patients left eye due to miscalculation of diopter power. Patients iol was rotated and that was not the reason for explant. The lens was replaced with zcu375 29.0 diopter lens in a secondary procedure. There was no patient injury and no other medical/surgical intervention was required. Post procedure, patient is happy. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 7/28/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing scratches on the lens. No further evaluation was performed. Conclusion: the complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.